Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed post paced t wave over sensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.